Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, resistance was encountered when the physician attempted to advance the ace60 through a penumbra system 3max reperfusion catheter (3maxc) and a velocity delivery microcatheter (velocity). The physician continued to use the ace60 despite the resistance encountered and was able to complete the procedure using the same 3maxc and velocity. There was no report of an adverse effect to the patient.